Event description:
On (B)(6) 2010 pt reported an e4 (occlusion) error occurred frequently over the past couple of weeks when the insulin cartridge was about half empty. Pt blamed the infusion device piston rod. Pt reported she noticed the infusion device occluded between 200 and 100 units remaining in the cartridge. Now, the infusion device was occluding with 110 units remaining in the cartridge. Pt stated when the occlusion occurs; she changes her infusion site, the tubing and cartridge. Pt reported the infusion device "runs fine for a day or so" before occluding again. Pt stated she has been changing her infusion site everyday for the last 2 weeks. Adapter was last changed about a month ago. Had pt place the infusion device in stop mode. Had her disconnected the infusion tubing from her infusion site and attempted a prime; the e4 (occlusion) error displayed during the prime. Had pt disconnect the infusion tubing from the infusion device and attempt a prime; the e4 (occlusion) error displayed again. Had pt remove the insulin cartridge from the infusion device and attempt a prime, but the occlusion occurred again. Had pt rewind the piston rod and attempt to advance the piston rod; while advancing the piston rod, the pt noticed an abnormal noise which sounded as if it was struggling to advance. Pt reported the piston rod stopped at 193 units and the infusion device displayed e4 (occlusion) error. Pt reported insulin ingress occurred once about 6 months ago when the infusion adapter popped off and a full cartridge of insulin spilled inside of the infusion device; pt cleaned the insulin out using cotton swabs. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.